Event description:
It was reported that during a da vinci-assisted surgical procedure, errors c-30, m-11, and c-38 occurred against the generator. The caller advised that the energy cord had already been replaced. The intuitive surgical inc (isi) technical support engineer (tse) advised performing a generator power cycle, which temporarily resolved the issue. The errors recurred shortly after. The tse advised that the generator would need to be replaced. The staff proceeded using a backup generator. The procedure was being completed as planned, with no reports of patient injury.intuitive surgical, inc. (Isi) followed up with the customer and was advised that there is no additional information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able not able to reproduce the issue; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was confirmed the reported issue via system logs. During testing, the unit displayed error code c-30 while performing the monopolar coagulation function. Generator log showed errors m-11 and c-00. The probable root cause is attributed to faulty electrical component inside the iesu.